Manufacturer narrative:
Timing link, head right siderail.

Event description:
It was reported by service report that the head right siderail is broken. It is unk if there was pt involvement or if there are adverse consequences to report.